Event description:
It was reported that the catheter was inserted into the right femoral vein at 2:30 pm. The pt was connected to the crrt machine at 3:00 pm. At 6:30 pm the nurse responded to the alarm of the bm25 machine and found blood in the pt's bed. Blood leak was identified as coming from a split in the catheter. The catheter was removed and a new catheter was placed. The pt's condition showed no significant changes.